Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 379 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.